Event description:
The pt was undergoing a balloon ablation procedure. At 5 minutes into the therapy cycle, the balloon burst. There were no adverse pt consequences. A second device was used to complete the procedure successfully.